Manufacturer narrative:
(B) (4). (B) (4). Fallopian tube and omentum injury. User error caused the event. The surgeon lost visual control of the device during use. The instructions for use state that the device is "contraindicated for use on vascularized tissue and as a dissecting tool. To prevent accidental injuries to the abdominal wall or similar structure, the tissue to be morcellated should be completely exposed before applying the device." In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a myomectomy procedure on (B) (6) 2010. During the procedure, the surgeon grasped the myoma and the right fallopian tube with forceps, but the fallopian tube could not be seen in the monitor. The surgeon continuously cut the fallopian tube with the morcellator and the fallopian tube was injured. The surgeon stopped the bleeding from the fallopian tube with an electric surgical knife. The surgeon also grasped the omentum and injured it, but it was not bleeding, so no additional procedure was performed. The surgeon opines that the fallopian tube will heal naturally and that it did not lose it's function.